Event description:
On (B)(6) 2003, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient underwent follow-up over several years using CT and MRI, which showed a stable aneurysm and no aneurysm enlargement. On (B)(6) 2018, CT revealed aneurysm enlargement with no evidence of endoleak. The actual amount of aneurysm enlargement was not reported to gore. On the same day, the patient underwent a reintervention, whereby 4 gore® excluder® aaa endoprosthesis components were implanted to reline the previously implanted device. Components implanted were: pla280300/17336986, plc121400/18011195, plc121400/17904430, and pll161207/15536962. The patient tolerated the procedure.

Manufacturer narrative:
Conclusion code 22 additional component implanted on (B)(6) 2003: pcc121200/022360608